Manufacturer narrative:
The insulin pump was received with detached end cap. The insulin pump was unable to perform the rewind, basic occlusion, occlusion, priming and excessive no delivery tests due to physical damage to the end cap. However, the device passed the displacement test. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call damage on the insulin pump and high blood glucose levels. Customer's blood glucose level was 450 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the bottom end of the insulin pump fell off. Customer advised they attempted to rewind the device and the entire back end just pushed out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.